Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, adhesives are not sticking. Customer opened all 3 dressings and all 3 came off easily. No case involved; therefore, no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. It was reported that dressings came off. Factors that can contribute to the reported event include skin preparation and application, the IFU offers further guidance, and/or a film raw material quality issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.